Event description:
It was reported that the auto alarm is not working. Cannot hear alarm at all.

Event description:
It was reported that the auto alarm is not working. Cannot hear alarm at all.

Manufacturer narrative:
Other, other text: additional information d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Component was received in with what appears to be cold solder joints at multiple location on the board. The power switch was in like-new condition. The technician installed component into a functioning device. The reported problem was confirmed. There was no audible for any alarms. The root cause of the report issue was found to be faulty speaker. No action taken, component will be scrapped.